Event description:
It was reported that the device was fractured and was left unretrieved. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified middle superficial femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for peripheral intervention. During the procedure, it was noted that the wire tip was sheared off of the wire when trying to cross the lesion. The fractured tip or tip coating remained in patient's artery and procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Corrected h6 - impact codes.

Event description:
It was reported that the device was fractured and was left unretrieved. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified middle superficial femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for peripheral intervention. During the procedure, it was noted that the wire tip was sheared off of the wire when trying to cross the lesion. The fractured tip or tip coating remained in patient's artery and procedure was cancelled. No patient complications were reported.